Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the endotracheal tube connector was coming loose and breaking off the circuit. Two patients in the ICU required multiple retightening of the connector which resulted in the endotracheal tubes being inadvertently repositioned within the patients. Both patients were intubated with the affected products (7.5mm and 8.0mm endotracheal tubes) at the time of report. The endotracheal tubes needed repositioning and there were no adverse effects or outcome noted in either case. There were also reported issues within the past few weeks of loose connectors but there were no specific details or additional adverse events associated with the past occurrences. No other endotracheal tubes were affected, per report, other than the models described above.